Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Neither the stapler nor the reload were returned to isi for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Logs show the sureform 45 curved tip stapler (lot number: t14230921-0168), was installed on the system 6x and fired 5 reloads (3 white, 1 green, 1 white, in that order). The instrument was installed on usm3 for each install, and was not moved to an additional usm during the procedure. On installs 1-3, the first clamps were successful, and the firings were each completed with no pauses for compression. The stapler was not installed a 4th time until approximately 56 minutes had elapsed. On install 4, the first clamp was successful, and the firing was completed with 3 pauses for compression. On install 5, the system failed to detect the reload color, and the user manually selected the white reload via the gui on the surgeon side console touchpad. No clamping or firing was attempted on this install. On install 6, the user was prompted to manually select the reload color. The white reload was selected, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no relevant stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted lobectomy surgical procedure, the customer had a run-away stapler that moved erratically during the third vascular white fire of the case. The surgeon switched the foot pedal and gained control again. The screen displayed a message to unroll the arm. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the stapler curved tip 45 was installed on the universal surgical manipulator 3 (usm 3) and introduced to the patient. The instrument moved forward and left and up to apex of chest. The controller pulled away from the surgeon. The surgeon switched the instrument, removed and reinserted the same stapler and was able to gain control again. No videos were available for review. No injury to the patient was reported and there was no delay. The procedure was completed robotically. It was confirmed with the surgeon the event occurred on the first procedure of the day, left f123 apical pulmonary segmentectomy with the sureform 45 curved tip stapler. The sureform 45 curved tip stapler with a white reload accessory was installed on usm 3 and introduced into the patient. The event occurred prior to firing the stapler, which would have been staple fire number 3. Without commanding, the right master tool manipulator pulled away from the surgeon; causing the stapler to move forward, left, and up to the apex of the chest. The stapler tips made superficial contact with the pleura of the chest, but there was no bleeding. The surgeon stated taking the following steps after the event occurred: disabled the stapler, switched from usm 3 to usm 4, grabbed the controller using the hand clutch to bring the stapler to neutral, switched back from usm 4 to usm 3 and moved to the center of the chest, the instrument was then removed, and the same instrument was reinstalled. The stapler was then used, and the firing worked properly and there were no further issues. The procedure was completed robotically.